Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. The stop (idle) current and run current measurement tests are within specification. The pump also passed off no power alarm test and dat test. No bolus anomaly or basal anomaly noted during testing. However, the pump was unable to prime during prime test due to faulty force sensor resistor(gold). Analysis was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. No motor error alarm noted. The motor was tested outside the device and passed. The pump also had a minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer's mother reported via phone call that the customer was currently in the intensive care unit with diabetic ketoacidosis. The caller stated the insulin pump malfunctioned and was not delivering insulin. The caller stated the customer was vomiting and had a high fever while in school and the emergency medical services was called. The customer's blood glucose was over 600 mg/dl at the time of the hospital admission. The customer was wearing the insulin pump at the time of the hospitalization. Customer's current blood glucose was 184 mg/dl. The customer attempted to treat their blood glucose with the insulin pump. The caller also reported a motor error alarm occurred on the insulin pump. The customer stated the drive support cap appeared to be normal. Customer also stated they were unable to complete the rewind sequence on their insulin pump. It was also reported the insulin pump was exposed to a high magnetic field. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.